Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 5.5 and 5.4 inr. The corresponding lab result reported was 2.7 and 3.37 inr.